Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a calibration error alert. Customer's blood glucose at time of incident was 273 mg/dl. Customer is experiencing intermittent calibration error alerts. The customer blood glucose readings are entered into the pump immediately after testing. The customer is not adhering to calibration recommendation. The customer was advised of correct calibration protocol. The customer was advised that sensor is responding to glucose changes. Customer is sick right now with bronchitis.